Manufacturer narrative:
The c303 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable low creatinine jaffe gen.2 result from the cobas c 303 analytical unit the initial result was 0.66 mg/dl, and the repeat result on a different c 303 analyzer was 1.04 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The creatinine jaffe gen.2 reagent lot number is 82689701, and the expiration date is 30-jun-2026. The investigation was unable to determine a direct root cause. The instrument was verified to be within specifications by a field service engineer (fse).